Event description:
It was reported the ipg was unable to communicate with the external devices .the patient did not report when she last recharged or received stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4).